Event description:
The patient claimed the animas insulin pump has a setting issue. According to the reporter, the pump went into suspension mode by itself. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the setting issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4):a review of the black box showed several suspends had occurred. All keypad buttons were found to be functioning appropriately. During testing, multiple boluses were performed with the keypad buttons responding normally. The pump was exercised for 24 hours with no self-suspends occurring. A suspend was performed during testing and there were no issues noted and the suspend was appropriately recorded in the pump history. There were no defects found on investigation. The complaint regarding the pump self-suspending could not be confirmed or duplicated.